Event description:
It was reported that the devices failed in the first firing and couldn't be opened. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Additional information requested and the following was received: *did the device lock-out (no staples deployed and no cut line started)? No. *or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes, exactly. The blade started to go through the tissue but didn't go all the way. The tissue seemed too thick, because the same thing happened on two different occasions with the same patient and with the different devices. When making the shot, it was heard how the blade did not complete the cut correctly like other times. They tried to remove the machine with the opening systems that the device has but none was successful. They tried everything, (squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override), but the only solution was to use another device to cut the tissue and be able to remove the device. Two devices failed, with the second devices finally we were able to cut the tissue but it also failed and we recovered the blade with the reverse option. The devices was totally locked. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with an endopath xcel trocar 12 mm inserted in the shaft, and with the pcb damaged on at the batch area, the closing trigger and anvil in closed position, the anvil bent upwards and the anvil knife slot was noted to be damaged. In addition, a gst60t reload loaded in the device. The reload was received partially fired 1/2 with the reload deck damaged. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. After further evaluation, the anvil could not be opened. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be broken and buckled. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil, also as the knife was broken the firing rod was no longer attached to the knife , damaging the pcb component. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No batch was provided, the batch history records could not be performed.